Event description:
It was reported that gastrointestinal videoscope experienced blackout. The event occurred during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, a reportable malfunction was identified during the device evaluation: e315 (incompatible scope). A definitive root cause could not be determined. However, based on the results of the investigation, the most probable cause of the reportable malfunction was traced to e315 (incompatible scope). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.